Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. The patient was treated at the patient¿s home. On (B)(6) 2023, when the patient came back to the hospital, the extension tube was found to be broken. There was no reported patient injury. No other information provided.

Event description:
It was reported by the customer that the patient had a groshong catheter implanted on (B)(6) 2023. The patient was treated at the patient¿s home. On (B)(6) 2023, when the patient came back to the hospital, the extension tube was found to be broken. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed approximately midway along the extension tube. Microscopic examination of the catheter break confirmed it was characteristic of contact with a sharp bladed instrument, and the features observed on the returned sample which supported this type of failure included: ¿ the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surfaces. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.